Manufacturer narrative:
The sample was tested twice with the cobas liat sars/flu test. The first time the sample produced a positive result for sars with a CT of 35.77, very delayed and probably lod. The second test was negative for all targets. The curve do not show any abnormalities. Through the course of the investigation, a product non-conformance was not identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged a sample, taken from a pregnant patient, generated a positive sars result with the cobas liat sars-cov-2/flu, which upon retest with the cobas liat sars-cov-2/flu and a different assay (biofire pcr test ), generated negative results. The patient was not known to have covid symptoms and was not expected to have covid. The result was reported as negative. Customer stated that for this test the lab was using 1 ml utm is from bd ref # 220526 bd vtm 1 ml flex mini swab, and the sample was a nasal pharyngeal. Per the instructions for use, bd tm universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab ref# 220531 should be used. No harm or injury was indicated. The CT value generated for the positive result is considered late and near the limit of detection (lod) of the test. Through the course of the investigation, a product non-conformance was not identified.